Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 52 mm, with a 36 mm x 52 mm ultamet metal liner, and the femoral head was 36 mm -3. Soon after surgery, I began experiencing pain and difficulty with my implant. On (B)(6) 2008, I underwent a revision surgery. The acetabular component was grossly loose, the implant size was changed during this procedure, but a pinnacle metal on metal implant was again implanted in place of my right hip. On (B)(6) 2008, I underwent a partial revision to remove the metal pinnacle liner and replace it with a polyethylene liner. The remaining pinnacle components remained in place. On (B)(6) 2012, I underwent another revision surgery to fully remove the pinnacle products that remained in my hip. Since the implantation of the pinnacle device, I have experienced inflammation in my right thigh and right hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: right hip fracture.